Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of head unit, the image had white dots, poor quality image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited that the coupler stopper was loosened because the pin for the rotation locking was missing, the image had white dots, deterioration of head unit and heavy contamination on the cable unit, foreign material was found. There was no patient involvement.